Event description:
It was reported that during implant attempt, the lead was damaged by the physician. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): all insulators breached cut, the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; full lead returned and analyzed.